Manufacturer narrative:
The reported event was for diaphragmatic stimulation. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragmatic stimulation; the issue could not be resolved with multiple attempts to reprogram. The physician elected to explanted and replace the lead. The patient was in stable condition prior, intra and post procedure and was discharged the following day.